Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having hyperglycemic and hypoglycemic episodes for the past six months, and that she went to the ER with early signs of diabetic ketoacidosis and a blood glucose of 562 mg/dl. The customer attempted to treat with a pump bolus before the hospital visit, but it did not appear to be effective. Her blood glucose readings on the day she was hospitalized was 115 mg/dl after midnight, 102 mg/dl at 3am, 285 mg/dl four hours later, 447 mg/dl four hours after that, 524 two hours later, 484 after another two hours, then 543 mg/dl the next hour, 526 mg/dl the next hour, and 562 mg/dl ten minutes later, at which point she finally went to the ER. The customer experienced nausea, dry mouth, and lethargy. The customer was treated with an IV drip and fluids. The pump was inspected and the drive support cap was recessed but uneven. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.